Event description:
There were some disconnections in the patient's device system. She had her device programmed around the disconnections on march 22nd. There were some issues with communication with the patient programmer. Replacing the batteries seemed to help but the communication was still intermittent when using the antenna. When the antenna was unplugged it worked. It was determined that the stimulation was on at 1.4v. She started to experience a throbbing sensation in her hips today and it went away only when the stimulation was turned off not decreased. She was going to contact her doctor on monday to have the device system checked. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot# v251860, implanted: 2009 (B)(6), explanted: programmer model 3037, serial# (B)(4).